Manufacturer narrative:
Unable to perform the displacement, rewind, seating or basic occlusion tests due to physical damage on the keypad connector at the electronic board. The pump was received with an unresponsive keypad due to physical damage on the connector. Unable to verify the pump error 4, error 63, 68 or pump error 49 due to the keypad unresponsiveness on the keypad connector. The pump was received with a cracked reservoir tube lip and scratched case. No cracks on the display window or lcd glass noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 4, pump error 49, pump error 63, and pump error 68. The insulin pump's screen had a crack. The main part had the crack. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.